Event description:
Patient reported "puckering due to two folds in the implant and hardening". Healthcare professional later reported "textured to smooth implant exchange". Healthcare professional later reported "breast ptosis", grade IV capsular contracture" and "chest lesion", which is not device-related. This record is for the left side. Device was explanted. Healthcare professional also noted the explanted device was intact. A total capsulectomy was performed.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 2024601-2013-00293. Information contained in this report was previously submitted through 410psr on 31/july/2013. Clarification to d6a implant date: partial date "october 2006" device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ crease/folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ ptosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (an opening and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "puckering due to two folds in the implant and hardening". Healthcare professional later reported "textured to smooth implant exchange". Healthcare professional later reported "breast ptosis", grade IV capsular contracture" and "chest lesion" this record is for the left side. Device was explanted.